Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: when the plunger of the syringe is slightly retracted, a small amount of fluid becomes visible. When did the incident occur? Before use when the plunger of the syringe is slightly retracted, a small amount of fluid becomes visible on the inner wall of the syringe in front of the plunger. Cf picture attached this deviation was identified in eight syringes from the same batch. The syringes in question have been submitted to the laboratory for evaluation. Based on the initial assessment, the issue appears to be related to an abnormal quantity of silicone oil within the syringe. As a precautionary measure, the entire remaining stock from this batch has been labeled as ¿do not use¿ and placed in quarantine within the cleanroom, pending further investigation. We kindly request your assessment of this deviation, including any potential impact on the suitability of the batch for pharmaceutical use. Additionally, we would like to inquire whether similar product deviations have previously been reported for this item. During an internal inspection at our pharmacy, a potential product deviation was identified in the 10 ml syringes, your item number 305959, batch number 2602020. When the syringe plunger is pulled back slightly, a small amount of liquid is visible on the inner wall of the syringe in front of the plunger. Please see the attached photos. This deviation has been identified in eight syringes from the same batch. The syringes in question have been sent to the laboratory for assessment. Based on the initial assessment, there appears to be an abnormal amount of silicone oil in the syringe. As a precaution, the entire remaining stock of this batch in the cleanroom has been marked as ¿do not use¿ and placed in quarantine pending further investigation. We hereby request that you assess the deviation, together with any potential impact on the suitability of the batch for pharmaceutical use. In addition, we would like to know whether you are aware of any previous product deviations relating to this item.